Event description:
It was reported that the customer had ongoing occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer changed the cartridge and infusion set to address the issue. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.